Manufacturer narrative:
D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a paroxysmal atrial fibrillation ablation with a decanav catheter and the patient experienced asystole and ventricular tachycardia that required pacing. The patient also had a small pericardial effusion that appeared not to require intervention. After advancing the decanav catheter and reprocessed (stryker) soundstar catheters, and fam (fast anatomical mapping), the physician was preparing for transseptal puncture by inserting the sheath (no transseptal was performed). The patient then displayed an extreme vasovagal response and asystole for one (1) minute. This was noticed on the ep (electrophysiology) recording system ECG (electrocardiogram). The physician advanced the decanav catheter to the right ventricular apex for and paced the rv (right ventricle). The patient then went into ventricular tachycardia and/or "fast atrial flutter." While waiting for the rhythm to slow down, the physician checked on intracardiac echo (ice) for an effusion, and a small pericardial effusion was noted around the rv. The physician also noted that the left ventricular ejection fraction (lvef) was very low, estimated to be 15-20%. The physician believed this was the pre-procedure lvef. Patient was paced until natural rhythm returned. The patient's heart rate slowed to sinus tachycardia, around 120 bpm. The ablation procedure was aborted. The patient fully recovered. The patient was held overnight. No ablation had been performed, only cartosound fam mapping case set up for a boston scientific farapulse pfa (pulse field ablation) procedure. The physician's opinion on the cause of the adverse event was either the patient's condition or a non-bwi product.